Event description:
Dr stated "the sparc we did is in retention, and I'm hoping it's just a bleed and nothing more. Pt was able to urinate this morning when facility took the catheter out, then the rest of the day pt couldn't urinate. Pt's going to go on cic. It didn't feel too tight".